Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A general reagent issue was excluded based on a review of calibration and quality control data. The repeatedly negative hbsag ii results were discrepant with the positive results obtained using other methods, including diasorin, elisa, and pcr testing. The investigation was limited as sample material could not be analyzed. Sensitivity limitations of the assay, indicate that rare false-negative results can occur. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant negative results for the hbsag g2 elecsys cobas e 100 assay on the cobas 8000 core unit for one patient sample. The initial test on (B)(6) 2020 (sample ID (B)(6) yielded a positive hbsag result of 2.28 coi. A duplicate rerun of the same sample on (B)(6) 2020 produced a negative hbsag result of 0.691 coi. A subsequent test on (B)(6) 2020 yielded another negative hbsag result of 0.0692 coi. The initial positive result was concordant with results obtained using other methods. Testing on the diasorin platform showed positive results for hbsag, anti-hbs (a-hbs), hbeag, anti-hbe (a-hbe), and anti-hbc (a-hbc). Testing with an enzyme-linked immunosorbent assay (elisa) showed positive results for hbsag, a-hbs, a-hbe, and a-hbc, while hbeag was negative. A polymerase chain reaction (pcr) test conducted on (B)(6) 2020 confirmed a positive result for hbv dna. The negative hbsag results were not released outside the laboratory.